Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that at around 1:00 am on (B)(6) 2015, the patient's oxygen saturation went down to around 60%, but there was no alarm noticed by the clinical staff. The clinical staff did notice a red asystole alarm, at which point treatment/medical intervention was initiated. The clinical staff assert that there was a delay in treatment which resulted in lasting injuries for the patient. Details about the nature of the injuries are not known at the time of the initial report

Manufacturer narrative:
Label for single use: added information - should state no.

Manufacturer narrative:
A philips employee was dispatched for onsite evaluation of the product. No realtime data was available by the time a philips employee visited the site. Initial information provided by the customer to the solutions center described that the x2 was used in standalone mode before the event and that while using in standalone, the spo2 alarms were suspended. Information provided at a later time indicated that the x2 was used in companion mode during the desaturation event which means that the x2 settings were overwritten by the mx800 settings. It is unknown if any patient conflict occurred and/or if it was resolved. The alarm logs from the central were sent to bu for further analysis. The sw development engineer examined the logs and as far as the logs are concerned, the system is working correctly. The logs in this version of the central monitor only included red level alarms, therefore, it is not possible to tell from this log whether yellow alarms or inops were announced. It could be possible that inops were present preventing the desat alarm from meeting the delay criteria to alarm. Additionally there are no alarm suspend notations in the logs showing that alarms for any networked device (b4) were suspended. Also, there is only a log entry when all ECG alarms are turned off, not individual arrhythmia alarms or any other measurement alarms. Therefore if the spo2 alarm had been individually disabled, the logs would not show this. The logs have also shown that the monitor was issuing several different alarms after the desaturation event, and therefore, it can be concluded that the monitor was working as specified after the incident timeframe. The cause of the issue could not be determined with the limited information provided. As there were no other data such as alarm history window and spo2 trend review provided to aid in the investigation, the reason why there was no alarm announced during the desaturation event is unknown.